Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick value of 406 mg/dl and, feeling concerned, falsely announced two meals before being advised not to do so due to potential maladaptation of the algorithm. Insulin delivery had resumed after a recent supply change and subsequent readings trended down to 265 mg/dl, indicating recovery, with the issue associated with user interaction through the device user interface. Symptoms included hyperglycemia and anxiety. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure or method, specifically attempting using meal announcement to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.